Event description:
The following has been reported: at the time of administering chemotherapy, the infusion pump was programmed for 3 hours at approximately 4 pm in the afternoon, an hour and a half later the patient rang and the nursing assistant reported that the chemotherapy was finished at approximately 5:30 pm: 30 pm, the doctor on duty was notified that the infusion was over for less than 3 hours, and the attending physician was notified, a bolus of 300 ml saline solution was administered, and the head nurse was also notified and checked the patient who had stable vital signs, without alteration of consciousness. The patient is well, the estimated time of the infusion was to pass in 3 hours. Total volume to infuse: 500ml reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. (See attached investigation report for details). The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. No infusion of 500ml over 3 hours (at around 166ml/h) was programmed. Each identified infused volumes were in line with the device programming. As per provided quality control certificate after the event, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.